Manufacturer narrative:
No info is available on the alleged injury or malfunction at this time. A follow-up report will be sent once the customer discloses their investigation.

Event description:
The account alleged that pt got out of bed and fell within the past couple of weeks and was injured. The account did not know the exact date. The account found that the pt position module was not set but states there is an actual problem with the bed.